Event description:
During the device follow-up, the physician performed a sensor simulation to check rate response behavior. When reviewing recorded data, the physician observed inconsistent data: the 24 hour heart rate curve was showing mostly atrial sensing; the statistic counters were showing 100% atrial pacing driven by the sensor. Explanations were requested for the observed inconsistencies.

Manufacturer narrative:
On 07/09/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.